Event description:
It was reported that this patient went to the emergency room (ER) due to shortness of breath and fatigue. While tested in the hospital it was found that the patient had bradycardia and complete heart block. Upon review of device data, it was found that this right ventricular (rv) lead exhibited noise and oversensing which resulted in pacing inhibition as well as loss of capture (loc). This lead was temporarily programmed off. Fluoroscopy showed that the outer conductor of this lead had become fractured. Subsequently, this lead was explanted and replaced with a new rv lead. No additional adverse patient effects were reported. As of today, this product has not been returned to boston scientific for further investigation.